Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr powered the ventilator on and tried to do circuit calibration and would not pass as it would lose pressure. They set the span and zero to correct values as it was off by 10 counts. The 2k pm procedures was conducted and also completed pneumatic check of vent and adjusted to correct specs. Gas filters was replaced. Power supply checked for correct voltages. Ddi adjustment completed. 3 screws are broke off of one panel of this vent. 3 other screw replaced as originals had heads rounded out and screw driver did not hold screw head correctly. 9 volt vbattery is at 9.48 volts. A new circuit calibration label attached to vent. Circuit calibration and performance check are now in to correct specs.

Event description:
The customer reported that the 3100a unit was experiencing map fluctuation. The map was set to 33cm and will fluctuate between 31-35cm. There was no patient involvement associated with this event.